Event description:
Hcp reported device system removed due to infection. The devices were explanted but not returned to the manufacturer for analysis. A follow up report will be sent if additional info is received.